Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 252 mg/dl and the sensor glucose was 52 mg/dl at the time of the incident. Sensor glucose and blood glucose difference was 200 mg/dl. The blood glucose was 224 mg/dl and sensor glucose was 44 mg/dl and declined troubleshooting for high blood glucose. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 252 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. The device will be returned for analysis.